Event description:
It was reported that during an atrial fibrillation (afib) procedure, there was a significant map shift in the middle of the ablation. There were no alerts or warnings. The shift suddenly occurred and the distance was estimated to be 2 cm.

Manufacturer narrative:
Refer to evaluation summary manufacturer ref # (B)(4). It was reported that there was a significant map shift in the middle of the case. The customer stated that there were no alerts or warnings and the shift suddenly occurred and the distance was estimated to be 2 cm. The log files were sent them for evaluation. Biosense field service engineers confirmed that the customer have not had any issues with map shifts since this complaint. Data related to the reported issue was received by the carto manufacturer (htc) for investigation. According to htc customer support expert, received information was insufficient to start an investigation (no recordings inside). Additional data could not be collected (recordings are automatically deleted on the ws hdd). A root cause for this case could not be found based on the existing information. The history of customer complaints associated with carto 3 system # (B)(4) was reviewed. A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
(B)(4).